Event description:
Customer reported unexpected negative reactions for patient samples run on echo.

Manufacturer narrative:
A service call was made. The camera reader was replaced. The samples were process on the instrument, and the expected results were obtained.